Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right common iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a non-bsc device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.